Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue . Based on the results of the investigation, olympus could not identify the foreign material from the information obtained . The root cause of the failure could not be identified. Additionally, olympus could not specify root cause of the material remained in the device from the information obtained. The root cause of the failure could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: 1. Neither air nor water at the output of this endoscope was observed due to a clogged nozzle 2. Bending section cover glue is deteriorated (exposing thread is visible) 3. Plastic distal end cover cap is damaged 4. Light guide -rod lens unit cracked 5. Lens cementing defected 6. The connecting tube is snaky 7. Stiffness control wire unit wear and tear 8. Protector of the connecting tube is damaged 9. Swfpcu cover damaged 10. Switch 1 button rubber is pierce but leak-free 11. Scope connector cover unit scratched 12. Celling plate-plate in the control body unit is deformed 13. Universal cord unit has wrinkles 14. Biopsy channel wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had incorrect shape or angle of bending. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.